Manufacturer narrative:
H10- vyaire field service went onsite found needle valve tough to adjust/makes noise when turning. As a resolution, removed the adjust flow valve and installed the new valve. Tested the unit with the new needle valve. Unit is ready for patient usage. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the 3100a ventilator shut down while on patient. As of this time, there is no information about patient harm associated with this reported event.